Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the previously reported event was unknown. The patient's weight at the time of the event and gender was also noted to be unobtainable. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported a power on reset (por) had occurred. The patient had not been feeling well since the previous night. On the day of report, a por was confirmed at outpatient. The clinician programmer confirmed the date was blank and the settings remained the same. Elective replacement indicator (eri) of the battery was indicated and the stimulation was turned off. Then, the settings were restored. There was not any apparent cause for the emi problem in the patient's daily life. It was noted the therapy impedance was not measured at the time. When the battery was measured in (B)(6), the voltage was 2.71 v and the output was 3.4 v. Re-setting and a therapy impedance measurement was requested at the next visit. It was reported no complications were observed and the product was planned to be replaced due to the eri. Additional information received reported the device status was checked with the clinician programmer. Eri was confirmed. It was also confirmed that there was a large time lag in time on the implantable neurostimulator (ins). It showed (B)(6) 2000. The time on the ins was adjusted to the time on the clinician programmer. It was noted the device would be replaced in (B)(6) due to eri. No further complications were reported/anticipated.